Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-13.50/+2.00/3, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted due to uncomfortability. It was reported that this explant resolved the problem and that there is no plan to implant another lens.

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-13.50/+2.00/3, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted due to uncomfortability. It was reported that this explant resolved the problem and that there is no plan to implant another lens.

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaints were found. Claim # (B)(4).